Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted in the duodenum during a procedure performed on an unknown date. The physician informed that the patient suffered a duodenal perforation after placing the advanix biliary stent the patient was hospitalized.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f08 captures the reportable event of hospitalization. Block h11: investigation results: based on the information available, boston scientific was unable to confirm the reported adverse event of a perforation. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, perforation is noted within the instructions for use (IFU) as a potential adverse event associated with the use of the device. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, perforation is noted within the IFU as a potential adverse event associated with the use of the device. Risk review: a risk review was completed and confirmed that the events of perforation, hospitalization or prolonged hospitalization and serious injury/ illness/ impairment were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted in the duodenum during a procedure performed on an unknown date. The physician informed that a patient suffered a duodenal perforation after placing the advanix biliary stent the patient was hospitalized.